Event description:
It was reported that episodes of inappropriate auto mode switch due to t-wave oversensing on the atrial channel was observed on segms and remote transmission. Reprogramming was recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.